Manufacturer narrative:
(B)(4):during testing the pump was downloaded succesfully with no missing reports. The pump download history was reviewed and the total daily dose history showed that the pump was delivering appropriately and the values correctly reflected the user programmed basal rates. No defects were found related to the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, a (B)(6) reported receiving a phone call from the patient's doctor stating that he had lost confidence in the pump and wanted it replaced. The doctor alleged that the pump history was missing carbohydrate entries, and that the pump would not download properly. Customer support contacted a family member regarding the alleged issue and the patient reportedly was on a back-up plan because she had lost confidence in the pump. The pump was not available for review. There were no reported blood glucose excursions as a result of the alleged history issue. The pump is being replaced per the request of the patient's doctor. This complaint is being reported due to the allegation that the pump history is not recording accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.